Event description:
A malfunction was reported with the customer's pump, noted as malf 12, which had occurred at least three times. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provided the customer with instructions on using an alternate therapy, multiple daily injections (mdi), while waiting for the replacement. Instructions were also given for returning the faulty pump. The customer acknowledged and understood these instructions.